Event description:
Blender was used to provide blended gas for fisher paykel neopuff nasal CPAP device. User tried to increase the o2 % but the patient did not respond. User instead used an o2 flowmeter in place of the blender and the patient responded. No injury to the patient.

Manufacturer narrative:
User was not using an o2 monitor with the blender (as instructed to do in the IFU), thus they could not detect the mechanical failure. MFR and health canada have instructed the reporter to use monitors with every blender. MFR is still awaiting return of the actual blender in question, so that root cause of the mechanical failure can be determined. The control knob is an industry-standard collect style.